Event description:
It was reported that the error code 8476 (motor stall) was seen on the personal therapy manager. It was stated that the patient had not had an MRI. The drug used in the system was unknown.

Manufacturer narrative:
Product ID 8835, product type programmer, patient. (B)(4).

Event description:
It was later reported that the pump was replaced.